Event description:
It was reported that during a da vinci-assisted cholecystectomy-pediatric surgical procedure, the 8mm large hem-o-lok clip applier instrument wires in the wrist of the instrument became loose during grasping, thus making the jaws non-controllable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large hem-o-lok clip applier instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.